Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformance's were found. There were no physical samples provided, however images were provided. Based on the images provided and multiple previous complaints associated with this lot number for the same issue, the complaint is confirmed. The most likely cause of this issue was due to an operator error while the parts were being pulled for packaging. A CAPA has been opened to investigate the issue in detail. Additionally, an hhe was performed to assess the risks associated with this issue.

Event description:
Biopince with 15 cm length was packed in packaging marked 10 cm length. Device was used on patient with co-axial needle CT guided. Upon use the biopince penetrated 5 cm longer than anticipated and planned resulting in bleeding and tissue damage. Customer has so far not shared the extent of patient impact. Customer identified three more biopince where length of device did not match what was marked on the packaging. These were not used.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.